Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection and a pus at the incision site. It was unknown if the infection was device or procedure related. The patient underwent an explant procedure where whole system was removed. The explanted device was disposed at the facility.